Event description:
On may 5, 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation because, the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient said she obtained a result of 340 and/or 252 mg/dl on the reported meter. She said the issue first started the month prior at 10:20 pm. As a result of the issue, the patient took her usual dose of medication, lantus insulin 40 units, at 10:50 pm. Forty minutes after the product issue started, the patient said she felt shaky, nervous, broke out in sweats, had blurry vision, felt dizzy, and felt like she was going to pass out. It is not clear what, if any, treatment the patient received for her described symptoms. Her symptoms can be suggestive of hypoglycemia. No reading taken while the patient was symptomatic was noted. The cca noted that the patient followed correct testing technique. The patient's products were replaced. This complaint is reported because, the patient alleges that she obtained inaccurately high reading(s) on the lfs product, took her usual lantus insulin and later had symptoms that can be associated with hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.